Event description:
Customer posted in the saalt (B)(6) group explaining that they had a new iud placed by their doctor and 12 days later when using their saalt cup, their iud came out. They said that their doctor had given them the ok to use their cup as soon as they needed to. Saalt commented on the post and asked the customer to email us so we can ask more about their experience. Customer responded with the information we requested. They provided their order number, address, phone number, and type of cup they were using. They said that their doctor had trimmed their iud strings to 1.5-2cm, and that their doctor had recommended that they wait a week to use their cup. The cup had been inserted for 3 hours before they removed it and their iud came out with the cup. They said they typically bear down and then pinch the base to remove their cup. Saalt refunded the customer for their order on (B)(6). Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."